Event description:
It was further reported that the target vessel was the mid right coronary artery, not the circumflex. To remove the balloon that was sticking to the stent, they deflated the balloon and waited 10 seconds. Then they tried to push the stent delivery system distal to the stent and tried to pull back the system several times without success. Only with lots of power was it possible to pull back the delivery device thru the stent. The pt's status was reported as "okay."

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the severely tortuous, severely calcified, 90% stenosed circumflex (cx). The vessel diameter was reported as 3.0 mm. The the lesion was pre-dilated with a 3.0 x 24 mm balloon. Their physician had difficulty crossing the lesion but was successful in fully deploying a taxus express2 8.8% 3.00 x 24 mm drug eluting stent. The stent was post-dilated with a 3.0 x 20 mm balloon. The stent was well positioned and well apposed. The balloon inflated and deflated without any problem but it was very difficult to remove the balloon. The balloon offered such resistance that it took force to withdraw the catheter. Plavix and aspirin were given pre and post procedure. Heparin was given during the procedure. No pt injuries or complications were reported.